Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a bolus anomaly. The mother stated the customer's blood glucose was 108 mg/dl earlier in the afternoon. After receiving a bolus, the customer's blood glucose was 126 mg/dl despite no new readings being entered. The customer stated there was no buttons pressed that could've caused this. The customer was advised to upload to carelink for further investigation. No additional information provided.